Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on july 2010 by the joint shoulder elbow surgery ¿complications associated with subpectoral biceps tenodesis: low rates of incidence following surgery.¿ the study reviewed 373 patients identified biceps tendon lesion with the bioabsorbable interference screws and tenodesis screw that resulted in failure of fixation in 2 patients during the follow-up period. Ref: nho sj, reiff sn, verma nn, slabaugh ma, mazzocca ad, romeo aa. Complications associated with subpectoral biceps tenodesis: low rates of incidence following surgery. J shoulder elbow surg. Jul 2010;19(5):764-8. Doi:10.1016/j.jse.2010.01.024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.